Manufacturer narrative:
The date received by manufacturer has been used for this field.. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: the pictures of product were sent by the customer, the actual device was not returned. DHR review was performed and there were no quality notifications found. Maintenance record for this batch was reviewed and found one failure with racks in the line entrance. For foreign matter failure, according to the picture, the material is one piece of rack (pin). This pin broke from rack during movement in the line assembly and it was fixed in the hub needle. The defect identified by this complaint will be monitored. It is considered an isolated incident and not a systematic problem.

Event description:
It was reported with the use of the bd¿ precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or medical intervention.